Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.